Event description:
It was reported that the device was explanted and replaced due to premature eri.no further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system, and no anomalies were found.